Event description:
Additional information was received from the manufacturer representative (rep). Rep reported it was unknown if the issue was resolved, and noted programming will be done, but initial programming was "at least out of the ribs" and was optimized for charge time, not coverage/relief. The lead would be returned.

Manufacturer narrative:
H3: product ID 977a260 serial (B)(6) was returned for product analysis. Analysis found the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was lead migration/dislodgement. There was a loss of therapy. Revision of lead is planned. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: va2y5cj027, ubd: 23-apr-2028, UDI: (B)(4) ; product ID: 977a260, serial/lot #: va2y5cj028, ubd: 23-apr-2028, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.